Event description:
It was reported that the user experienced a high blood glucose of approximately 485¿495 mg/dl and announced a dinner meal on the ilet as a correction without eating, representing an incorrect procedure related to user interaction with the device. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem associated with the user interface, specifically an improper method and failure to follow operating guidance by using a meal announcement as a correction. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. Troubleshooting and education were provided to address safe correction practices.

Manufacturer narrative:
Initial.